Event description:
The consumer reported bottle drops spilling on the lips and tongue with binaxnow covid-19 on (B)(6) 2023. Per consumer, while opening the reagent bottle few drops of the reagent solution spilled on the lips and tongue. The consumer said that he immediately cleaned it with water. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
The intake user provided the customer with the safety data sheet (sds) for the reagent solution. No additional investigation is necessary as a product deficiency was not identified. Based on the above summary, the investigation is deemed complete.e3 - occupation. H3 other text : device discarded, single use.

Event description:
The consumer reported bottle drops spilling on the lips and tongue with binaxnow covid-19 on (B)(6) 2023. Per consumer, while opening the reagent bottle few drops of the reagent solution spilled on the lips and tongue. The consumer said that he immediately cleaned it with water. No additional patient information, including treatment and outcome, was provided.